Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 180552, comp lk scr 3.5hex 4.75x25 st, lot #: 154200. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-03424. Will be returned.

Event description:
It was reported that the screws stripped. Attempts have been made and there is no additional information available at this time.

Manufacturer narrative:
(B)(4). Reported event was confirmed per the visual examination of the returned product/provided pictures which identified the screw heads to be damaged / stripped. The edges have been rounded and damaged. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.